Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va138lm, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Evaluation code conclusion (fdc) applies to both components. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they had the ins replaced in (B)(6) of 2017 because the battery died in (B)(6) 2017. According to the patient they were told that the battery would last 10 years and then were told by the manufacturer representative (rep) that the ins depleted because the patient was running the settings so high. The patient indicated that they were set at about 8.5. The caller indicated that the patient was at 2 with their current ins and was not getting therapeutic effect for their bladder with the first ins. Additionally, the patient said that something was wrong from the beginning and the patient did not feel that they should have to pay the copay for the battery replacement. Battery longevity was reviewed with the patient and the patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. Additional information was received. It was reported by the patient that it was someone's fault that they had to have a second surgery. The patient stated the ins depleted and the lead was misplaced; it was far away from where it should be. The patient stated it was an unnecessary surgery and the copay was (B)(6) total. The patient stated they could not afford the bill and someone should be paying for it. The patient stated it was all replaced (B)(6) 2017 and that the manufacturing representative threw the implant away. There were no further complications reported/anticipated.